Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the while performing the load step, all of the insulin was dispensed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation the load step malfunction was verified in the black box history. The rewind, prime and load steps were performed on the pump with no loss of prime. The force sensor was found to be out calibration. The pump case was opened; corrosion/moisture was found inside the pump and on the force sensor assembly. Unrelated to the complaint, display screen was found to be faded and pink.